Event description:
It was reported that the device was found broken after decontamination. The notch on the standard insertion handle was missing. There was no patient involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the standard insertion handle was received with the deformed proximal edges on the u channel for the driving cap. One standard insertion handle was returned with a complaint category of; broke postoperatively. The standard insertion handle is part of titanium lateral entry femoral recon nailing- system and it is used in the insertion of the femoral nail-ex procedure. The information is provided per the titanium lateral entry femoral recon nailing technique guide. The deformation is cause by off axis torquing of the driving cap assembly. The proximal ends tab where the handle engages to the implantable nail is broken off. There are scratches on the device which are consistent with normal use. A review of the design drawing indicates that the returned part was manufactured to drawing since then there were three design changes to the drawing. The method of use that led to reported complaint condition. The device is determined to be suitable for its intended use and the improvement realized via the dimensional fortifications will further serve to improve the devices reliability. All such insertion handle removal techniques are intended to be performed by using the slide hammer, hammer guide and driving cap connected to the proximal side of the insertion handle. Therefore, this complaint is confirmed and the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.